Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device was used in a vehicle with a known shorted acpa cable, resulting in a short in diode cr20. The power pcb assembly was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.